Manufacturer narrative:
The customer reported that the aedwill not power on and the asi is blank. The battery pack has an expiration date of september 2028 and the pads have an expiration date of september 2025. The maintenance schedule is reported as monthly. Trouble shooting with the customer: the reporter stated that the AED belongs to the lansing sportsman club and they brought it to him for assistance because he is a firefighter in town. The service code warning was cleared using an alternate battery pack with a manual self-test, and the asi is flashing green. Will send a data card for the log history file to be downloaded and sent to the manufacturer for analysis. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on. The customer did not report this event occurred during patient use.